Event description:
Patient reported right side rupture and fatigue (non device related). Healthcare professional additionally reported right capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported mild pain and unspecific symptoms (i.e. Fatigue) since 1 year, diagnosis of ruptured implants both sides. Device remains implanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.